Event description:
It was reported that during intro-aortic balloon (iab) therapy in a patient with acute myocardial infarction (ami), the iab did not expand completely. Although automatic filling was repeated several times, the failure did not improve. The iab was removed. It was reported that the patient's condition was stable after discontinuing therapy and treating only with ECMO. There was no patient harm or adverse event reported.

Manufacturer narrative:
Event site postal code: (B)(6). The device was not returned and could not be evaluated. It will not be returned for investigation. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID #: (B)(4). Device not returned.

Event description:
N/a.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint#: (B)(4).